Manufacturer narrative:
Concomitant products: product ID 435135, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 435135, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID neu_unknown_prog, serial# unknown, product type programmer, physician. (B)(4).

Event description:
It was reported that the patient experienced acute pain on the ¿upper left-hand corner¿ of the implantable neurostimulator (ins) pocket site. The reporter indicated that this started ¿a while ago, for about a year now¿. The reporter indicated that x-rays were taken and the leads reportedly looked ¿totally intertwined¿. Additionally, two leads were ¿broken and loose¿. It was noted that the patient¿s leads were not ¿very good at all¿ and were a ¿mess¿. The reporter stated that ¿there was a wire mumbo-jumbo going on right now¿. It was noted that the patient ¿may pursue¿ having her system removed.

Event description:
It was previously reported the patient experienced nausea and it was ¿not very well controlled at all.¿ it was also noted the patient was "not so hot right now." The patient was in the hospital for a day, a week prior to this report, and the chest x-rays were taken at that time. It was also previously reported the patient still had her prior implanted pulse generator (ipg) and leads implanted and inactive on the right side of her body and her current ipg was implanted on the left side of the body. It was unclear which leads were intertwined and ¿broken and loose.¿

Manufacturer narrative:
(B)(4).